Manufacturer narrative:
Patient date of birth and weight is not available for reporting. (B)(4). Device broke intra-operatively and was not fully implanted or explanted. Device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the head of a previously inserted screw snapped off when removing it during a left distal third extra articular humerus fracture procedure on (B)(6) 2017. They were going to switch the screw size but ended up not doing so after the head broke. The screw was placed in lag screw fashion in the humerus to facilitate reduction of a distal spiral oblique fracture. The surgeon had stated that it was unusually difficult to insert the screw after drilling with a 1.5 and 2.0 drill bit. The screw head was easily removed which was confirmed on subsequent x-rays. The shaft of the screw was left in the patient as it still accomplished holding the fragments in place. There was no surgical delay and the surgery was completed without further incident. Additional 2.0 and 2.4 screws were used to hold fragments in position along with the broken screw. The surgeon then applied a 3.5 locking compression plate (lcp) extra articular distal humerus plate x hole left. Concomitant device reported: 2.0mm drill bit/mini qc/65mm (part # 310.201, lot # unknown, quantity 1); 1.5mm drill bit w/depth mark mini qc/96 mm (part # 310.507, lot # unknown, quantity 1). This is report 1 of 1 for complaint com-(B)(4).